Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset while inside the customer's pouch. Blood glucose level was impacted (280 mg/dl), and was addressed by delivering a correction bolus, via the pump. Customer was able to resume insulin delivery and declined further follow-up.